Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient experienced fall and diagnostic found that some contacts were exhibiting high impedances and unable to be placed into MRI mode. Programming was done to achieve therapy. Surgical intervention may be pending to address the issue at a later time.

Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: a4 - the patient weight's has been corrected. E1 - the initial reporter facility name has been corrected.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced to address the issue.